Event description:
An occlusion alarm was reported. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin use. The customer was informed to change cartridges every 48 hours using humalog brand insulin. Subsequently, the customer reverted to an alternate method of insulin therapy.